Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post implant the patient experienced phrenic nerve stimulation. The right ventricular (rv) lead became dislodged after the patient fell which created a large hematoma. The rv lead was reprogrammed off. No further patient complications have been reported as a result of this event.